Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the door couldn¿t close. The site stated that the message door opens remains on the pendant even after several opening and closing and several reboots. No patient was present at the time of the event.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: b i71000470, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.